Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
There have been numerous reports of the needle not retracting.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of the needle not fully retracting was confirmed and the cause appeared to be manufacturing related. Ten representative 18ga insyte autoguard bc units from lot number 5057908 were provided for investigation. A functional test showed that the needle on some units failed to fully retract. The notch on the needle became caught on the blood control valve. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
No new information.